Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.636.003; lot: 9671326; manufacturing site: haegendorf; release to warehouse date: october 08, 2015. The device history record (DHR) shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation flow: broken visual inspection: visual inspection of the returned screwdriver shaft performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. One of the three distal prongs has sheared off at its base and was not returned. It was also observed that the remaining two distal prongs are bent and twisted torsionally. Document/specification review: the returned device was manufactured in october 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Locking cap driver assembly design drawing and shaft component design drawing were reviewed during this investigation. The screwdriver shaft for locking cap for universal reduction screw (part# 03.636.003) is a reusable instrument in the universal reduction screw (urs) system used to tighten locking caps. No product design issues or discrepancies were observed. Dimensional inspection: the outside diameter of the returned shaft at location of breakage measured ø10.13mm at cq (calipers ca592) which is within specification of ø10.0mm +0.2/-0mm per shaft component design drawing. The inside diameter of the returned shaft at location of breakage measured ø7.13mm at cq (gauge pin gp32) which is within specification of ø7.1mm +0.1/-0mm per shaft component design drawing. Material analysis: the design specified the shaft to be machined from din 1.4108 (440a stainless steel) and heat treated to 54+/-2 hrc. The material properties certification from the DHR was not available because only the top level of the device history record was available for review as sub-components were not lot tracked. Further material analysis was not performed during this investigation because there is no indication that material properties contributed to the returned 3 year old screwdriver shaft breaking. Conclusion: a definitive root cause for the returned 3 year old screwdriver shaft breaking and bending and twisting torsionally could not be determined based on the provided information. The most likely cause is application of excessive torsional force during locking cap insertion or removal. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age/date of birth and weight are unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent a posterior spinal fusion. During the procedure, the screwdriver shaft was broken. One of the pins that supports the instrument¿s locking cap broke when adjusting the screw. No patient consequence. The fragments of the broken device were removed easily without additional medical intervention. The procedure was successfully completed with a fifteen to thirty (15-30) minute surgical delay. The patient outcome was stable. Concomitant device reported: screw (part/lot unknown, quality 1). This is report 1 of 1 for (B)(4).